Event description:
A malfunction alarm was reported with a code identified as malf 24, and the fault ID was available as 0x2219. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use a backup insulin pump while waiting for a replacement, which was sent by cts. Prior instructions included placing the pump into storage mode before return and returning the problematic pump via ups with a pre-paid label within 10 days. The replacement pump will have updated software, and the customer understood all provided instructions.